Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device ran without user activation after the trigger was released and was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported events were duplicate through visual and functional inspection.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device ran without user activation after the trigger was released and was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.